Manufacturer narrative:
H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, first degree atrio-ventricular (av) block was reported and no treatment was prescribed. One day post valve implant, mild paravalvular leak (pvl) was reported and no treatment was prescribed. No adverse patient effects were reported. Additional information was received that approximately one year post-implant, an echocardiogram showed moderate pvl. No treatment was prescribed. Additional information was received that the moderate aortic regurgitation was resolved approximately 11 and a half months after the onset.